Event description:
--

Manufacturer narrative:
A revision procedure was performed and the device was explanted. The device is expected to be returned for analysis. This report will be updated and resubmitted upon return and completion of analysis.

Manufacturer narrative:
Further information was received that the device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that the patient implanted with this device had presented to the emergency room having received therapeutic shocks. Upon interrogation, it was noted the device had recorded out of range right ventricular (rv) impedances. The rv pacing impedance was less than 200 ohms, and shockig impedances both less than 20 ohms and greater than 125 ohms were recorded. The patient was hospitalized. No adverse patient effects were observed.